Event description:
It was reported the patient had gained excessive weight and in turn experienced discomfort related to one of his ipg sites (event date is unknown). As a result, the patient's ipg was relocated on (B)(6) 2015. Relocating the ipg resolved the patient's issue. The patient's exact concomitant medical products and therapy dates related to the ipg being reported are unknown.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.